Event description:
The spiderx-5 wire filter detached from the wire upon device retrieval. The physician noticed upon wire removal and saw radiologic evidence. The portion which was detached was then successfully retrieved with a 7mm snare stent loop. No complications or events arose because of this event. No pt injury.